Event description:
The facility stated that surgeon was having difficulty with the cartridges and plungers in the injector. The notation on the package of the returned product indicated a torn haptic, but without the lens. The regarding the cartridges and plungers that were returned. It is unknown if the lens had patient contact or if pt injury occurred. The facility returned three sfc-25 cartridges, lot number 1192713 and three foam tip plungers, lot number 1192464.